Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis of the lead ((B)(4)) found the lead body conductors were broken at the silicon anchor site and the outer insulation was pinched; seven conductors were broken 26.1 cm from the distal end. Analysis of the lead ((B)(4)) found the lead body conductors were broken at the silicon anchor site and the outer insulation was pinched; all eight conductors were broken 28.3 cm from the distal end.

Event description:
The manufacturer representative reported that there were high impedances and a lack of stimulation. The event cause was unknown. Diagnostic testing or troubleshooting performed included impedance checks; all leads failed. The leads were replaced and the issue was resolved. The patient's status was alive with no injury. Additional information received from the consumer via the manufacturer representative reported that the patient was getting good paresthesia. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
Evaluation conclusion code no longer applies to this event. Upon further review, evaluation conclusion code applies to both leads (serial #: (B)(4)).